Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a spinal cord stimulator on (B)(6) 2003. It was reported that she is without stimulation as her transmitter shuts off without prompting. In an effort to resolve this matter, a new charger, batteries and a new antenna were shipped to the pt. No further information is available.